Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed. The device noted one hundred percent auto-mode switch despite the patient only having auto-mode switch episodes occur every so often. Upon review, it was clear the patient was not experiencing auto-mode switch one hundred percent of the time. Clearing diagnostics was recommended, but the clinician elected not to take this action due to the patient's age.